Event description:
When gyrus acmi everest bicoag macro jaw forceps hand piece was squeezed, it made a clicking noise and then would not function. Dates of use: (B)(6) 2017. Diagnosis or reason for use: laparoscopic total hysterectomy. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply. Is the product compounded: no. Is the product over-the-counter: no.